Event description:
It was reported by service report that the head lift only went half way down and stopped. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Wire harness cable malfunctioned.